Event description:
It was reported to philips that the proximal pressure line disconnect alarm kept sounding. This event was reported to have occurred during patient use. The device was swapped for a different device. There was no patient harm and no delay to therapy. The customer reported the circuit was replaced with a new circuit but the alarm continued. The reported issue was not duplicated later at the customer site and the sales office. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting address & institution phone #: (B)(6).

Manufacturer narrative:
The philips field service engineer (fse) did not duplicate the reported issue. A functional test was performed for inspection but any anomaly was not observed. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.